Event description:
It was reported that during a coronary angioplasty treatment procedure, a guide wire fracture occurred. The target lesion was located in the circumflex (cx) artery marginal branch. The physician advanced the 185cm pt2 guide wire and it fractured on the distal end inside of the patient. The physician attempted to retrieve the distal portion from the patient but was not successful. The distal portion remains in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a bend and a fracture located near the proximal end. The device was sent for external analysis which concluded that the failure occurred due to a fatigue event followed by a final tension overload and no material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary angioplasty treatment procedure, a guide wire fracture occurred. The target lesion was located in the circumflex (cx) artery marginal branch. The physician advanced the 185cm pt2 guide wire and it fractured on the distal end inside of the patient. The physician attempted to retrieve the distal portion from the patient but was not successful. The distal portion remains in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.